Event description:
The customer reported that the provue resulted an antibody screen as negative. Repeat testing with the same sample seven days later and a newly drawn specimen yielded a "?" By the provue. Upon visual inspection, it was noted that the reaction was a weak positive - 1+. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer did not send samples for further investigation. A field engineer replaced the camera and adjustments the instrument. This customer has not logged any similar complaints against this analyzer since this incident.